Manufacturer narrative:
(B)(4). This is a report of a use error, where clamp on an unused fluid line was not closed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient did not close an unused line until the homechoice completed priming. The patient was advised by their doctor and registered nurse to start over with new supplies. The care giver reported the patient had turned the homechoice off. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.